Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of myopotential noise on the right atrial (ra) channel which led to inappropriate atrial tachy response (atr). Technical services (ts) was consulted and upon review suspected an insulation breach of the non bsc atrial lead. Additionally, it was determined that the left ventricular (lv) channel exhibited noise. Ts recommended programming configurations. This device remains in service. No adverse patient effects were reported.